Event description:
It was reported by svc report that the zoom handle covers are cracked and presented sharp edges. It is unk if there was pt involvement, however no adverse consequences are reported.